Event description:
During the total disc replacement procedure at levels c4-c5, the milling bit from pro-disc broke inside the pt. Both pieces were retrieved from the pt. This was confirmed on x-rays. The surgeon was able to complete the procedure successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issued were found. The break in the milling bit was due to an unk cause. The shaft exhibited slight scratches and scuff marks. The cutting edges exhibited wear. Based on the device history record review, the eval, and the unk cause, this complaint is deemed indeterminate from a manufacturing position.